Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found that stent damaged with two centre rows of stent struts lifted distally. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09-nov-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via right femoral artery. The 85% stenosed, 30x3.50mm, concentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. Pre-dilation was performed using a 2.75x8 balloon catheter. A 3.50x38mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. A buddy wire technique was performed but the promus element¿ plus drug-eluting stent sill failed to cross. The device was removed and the procedure was completed with another 3.50x38mm promus element¿ plus drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.